Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was tampered, the lens was damaged and contamination was observed on the downstream occlusion sensor. Review of the event history log showed the pump displayed occurrences of "cassette not attached properly" alarms; however, the investigation was not able to duplicate the reported error message. Based on the investigation, the complaint allegation was not confirmed. The downstream occlusion sensor was replaced due to the contamination.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed a "cassette not attached" error. No adverse effects were reported.